Event description:
Event description boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) stated that the device was shocking down their arm. The patient then stated that their leg was broken and didn't know what caused their fall. The patient alleged it was because the 'device was going off', and expressed wishes to have the device removed.